Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. This evaluation included a visual assessment as well as functional testing. The device failed testing due as it failed to detect that the door was open when attempting to power on the device by opening the door. The cause was identified to be a failed lower latch switch. The lower auxiliary assembly was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it failed to recognize an open door. No additional information is available.